Manufacturer narrative:
(B)(4). Additional information requested and received: are the results of the autopsy available? Not at the moment. If yes, please provide. No they are not available. If no, is it possible to give a date when they will be available? No, not at the moment. This case is not finally closed and we are still waiting for the report of the autopsy. The result of the histology is available, but does of course not explain the background the fatal outcome of the operation. I feel, we should postpone any meeting until we have the full data available and may be able to discuss on the basis of facts. I would get back to you immediately after I have this report on my desk.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and obtained: was the intrapericardial pneumonectomy planned or was the procedure changed due to event? From the preoperative imaging studies with CT scan it was very obvious that an intrapericardial pneumonectomy would be required. What specific vessels were taken with the device? First the lower lobe vein, then the upper lobe vein and finally the central left pulmonary artery were closed with the echelon 35 mm vascular endostapler. What vessel did the bleeding occur from? The bleeding occurred only 30 minutes after closure of all vessels similarly from the staple line of the lower lobe vein. The staple line opened into small spots which were closed with prolene. Did the surgeon identify the site of the bleeding and was it an area where the device was used? The first recognition of the bleeding was during the procedure 30 minutes after closure of the lower lobe vein leg mentioned above. Was the over-sewing of vessel successful? The oversewing of the vessel was successful, the procedure was completed, the pericardium reconstructed with gore-tex or 0.1 mm, a drainage placed, chest closed, the patient extubated and on his way to the postop care unit. Massive bleeding occurred during transfer. Does the surgeon believe that the bleeding at torn vestibule was related to the issue with device? The bleeding definitively was due to an open staple line in the area of the central intrapericardial left lower pulmonary vein. The tissue was not too thick to decide on the use of a vascular stapler. Can it be confirmed that the entire compressed vessel was proximal to cut line? I do not understand the question. The staple line was correctly placed at the central intrapericardial lower left pulmonary vein. Can it be confirmed that there was no extraneous tissue within the jaws during firing? I confirm that there was no other tissue within the jaws of the staple during firing. Could the distal tips of device be visualized during firing? I also confirm, that the distal tip of the device was well visualized and away from the vessel during firing. Please explain timeline of events. Please find the timeline of events above. The drama was, that the vessel opened after closing the chest in an extubated patient on his way to the postop care unit. Retransferring the patient to the operation table, emergency intubation, positioning and reopening was done as fast as possible, however massive blood loss occurred and the patient required open massage during anaesthesiological and surgical measures. The final negative outcome was due to the fact, that the patient required ongoing manual resuscitation on the open heart to maintain sufficient haemodynamics. Although the open lower lobe vein was immediately identified and closed by a clamp and further sutured with prolene the local manipulation to achieve sufficient central perfusion caused further tears in the lower left atrium and finally right lower pulmonary vein, which also were successfully sewed, but after 4.5 hours of open heart massage the patient could not be saved. Was an autopsy performed? If so, can the results be shared? Of course the patient is undergoing autopsy, however, the result is not available yet.

Event description:
It was reported that during a intraperikadiale pneumectomy, the overlob vessel staple line didn´t hold - overstitched. Patient from the op table. The nurse noticed that the drainage was full of blood. Patient on the op table again. The surgeon saw that the vestibule was torn. Twenty one blood conserves - patient death.

Manufacturer narrative:
(B)(4). Additional information received: the forensics doctor was not able to identify any abnormalities in the operation field. There was almost no blood in the pleural space and the left atrium was closed by suture. He did find several open staples lying freely in the pleural space in close vicinity to the left atrium. The surgeon reported that during the surgical procedure, he had no difficulties with the device. After firing a vascular cartridge in a central pulmonary vein close to the atrium there was no abnormal observation for at least 30 minutes. He further reported that after this time, he observed ¿a minor bleeding from a central area of the staple line¿ which he oversewed. The rest of the operation was uneventful and only during the process of transferring the extubated patient to the ward massive bleeding was noted in the chest tube. During the emergent procedure, a ¿completely open left atrium¿ was observed. Massive exsanguination required re-suture of the left atrium during manual resuscitation. Although the situation could be surgically corrected the patient could not be saved after several hours of employing all resuscitation measures. Additional information obtained from call with surgeon: the surgical procedure was for a tumor in the left lower lobe which invaded left lower vein. The left lower vein was the first to be dissected. One-half hour later, bleeding in central portion of staple line which was over-sewn with prolene. The over-sewing of the vessel was successful. The procedure was completed, the chest closed and the patient was transported to the post-op care unit. During transfer of patient off of table, a massive hemorrhage occurred. There was an emergency opening of patient and the chest was filled with blood. The staple line of the lower lobe vein was completely open causing four liters of blood loss. A clamp was place on vein to stop the bleeding and transfusion done. Manual resuscitation was performed and the patient was worked on for four hours. The forensic investigation did not find anything abnormal; the left atrium was successfully closed by suture. An open staple was found lying freely in the plural space. The surgeon confirmed that the firing on central left lower vein did not include muscle. The surgeon was not present for part of the surgery where the event actually occurred. It seemed from his description the tumor invaded the area near the vestibule and that this was included in the cut line of the device. The margins of resection were free of tumor but that left the need to deal with the atrium staple line which was apparently part of the area that bled postoperatively.